Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet system, including an instance where a low blood glucose occurred after a meal announcement when the glucose was already low. Symptoms included fatigue and blurry vision consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates. Investigation included review of synced device data and troubleshooting education with the user regarding meal announcements. Investigation of this case revealed that the user had been hesitant to enter meal announcements due to fear of further lows, and that one documented low followed a meal announcement entered during an already low glucose state. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.